Event description:
The device was returned from customer for service. During service by baxter technician, the device was found to have failure code 703 in the event history. Customer reported there were no patient injuries or medical intervention associated with this report.

Manufacturer narrative:
Evaluation summary: failure code 703 was confirmed. The device has been sequestered in the service depot pending the approval of the appropriate repairs. This issue is being investigated. Should additional information become available, the complaint will be re-opened and a follow-up medwatch will be generated. Review of the complaint history reveals similar reports have been received for this product for the reported issue.